Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Testing found that the spacer panel below the cd drive had broken clips and was not seated properly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they were able to replicate the reported issue. To resolve the issue, the representative replaced the computer for the viewing station of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system experienced difficulties when starting up. No additional information was provided. There was no patient present when this issue was identified.